Event description:
It was reported that during a in clinic follow up intermittent ventricular under sensing was observed. Programming changes were recommended. No further information is available at this time.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.